Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-05545. It was reported that several noise reversion episodes was observed via merlin.net transmissions. Egm was reviewed and determined that the cause could be electromagnetic interference (emi) and some looked like true lead noise. Further testing was recommended.